Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. External inspection showed the ac inlet was damaged and had signs of heat damage.

Event description:
The customer reported "the power cable was loose and the spark appeared and nurses smell smoke." No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "the power cable was loose and the spark appeared and nurses smell smoke." No patient impact or consequences were reported.